Manufacturer narrative:
Customer ordered the needed spare parts and has been shipped by the technical support. The root cause of the event was attributed to a defective blower due to lack of maintenance / filter exchange.

Manufacturer narrative:
Vyaire file identification: (B)(4).. Any additional information received from the customer will be included in a follow-up report. Log shows alarm 241 temperature of blower high, alarm 240 temperature of blower too high, alarm 316 blower failure. Maximum blower temperature recorded is 137 deg and the temperature was continuously above 120 degree celsius on (B)(6) 2019 when the blower failure occurs.

Event description:
Customer reported that bellavista 1000 triggered alarm 316 blower failure and noticed that the blower driving hardware is damaged. No patient involvement reported on this event.